Event description:
On an unreported date, the patient began peritoneal dialysis treatment. During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6)2010, the patient developed and was hospitalized for peritonitis. Per the nurse, the cause of the peritonitis was "hard to tell with this patient, the event is reoccurring". A peritoneal effluent culture was performed which revealed a gram negative organism. It was unreported whether treatment was provided. On an unreported date in 2010, pd therapy was withdrawn. At the time of this report, the patient was recovering from the peritonitis. Concomitant medications were not reported. Per the nurse, the peritonitis was unrelated to pd therapy.

Manufacturer narrative:
(B)(4).baxter has received similar reports for the reported problem.as the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). A batch review was performed for the suspect lot number (h10e03019), with no defects noted.

Event description:
Pt scheduled for laparoscopic hernia repair in operating room (B)(6). During the procedure, md was using a laparoscopic trocar: (B)(4). He said it would not "deploy" properly. He was given a replacement with the same result. After the third trocar, he was able to use the trocar and complete the case.